Manufacturer narrative:
Concomitant medical product: medrad power injector,injector tube,20 ga IV cath. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pressure rated extension set "split" during a CT scan injection. The set was connected to a power injector at rate 3ml /sec. With a pressure limit setting of 325psi, the limit was reached prior to the event. It was reported that the set was in use for less than 2 hrs. With less than 30 sec. Under pressure. The test was completed and there was no report of patient harm. The event occurred in radiology.

Manufacturer narrative:
The customer¿s report that the pressure rated extension set broke (¿split¿) was confirmed. Visual inspection showed a rupture in the tubing approximately 10mm in length, beginning at approximately 5cm from the proximal end of the set. High pressure testing (greater than 325 psi) and burst testing with the ruptured section clamped off did not replicated the rupture. The root cause of the customer¿s experience was not identified.

Event description:
The customer reported that the pressure rated extension set "split" during a CT scan injection. The set was connected to a power injector at rate 3ml /sec. With a pressure limit setting of 325psi, the limit was reached prior to the event. It was reported that the set was in use for less than 2 hrs. With less than 30 sec. Under pressure. The test was completed and there was no report of patient harm. The event occurred in radiology.